Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this lead was found to be fractured at the suture site. The lead was surgically abandoned and replaced. No adverse patient effects were reported.